Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Lead diagnostics indicated invalid impedances across various contacts. As a result, surgical intervention occurred on (B)(6) 2022 wherein it was found that the leads backed out from the ipg header. In turn, the lead was fully reinserted into the ipg and locked down, addressing the issue.